Manufacturer narrative:
The reported malfunction was observed during review of the activity log. However, the reported problem could not be duplicated. The device was put through extensive testing without duplicating the malfunction. The pd engine was replaced as a precaution. The device was recertified and returned to the customer. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device inappropriately shut down. Complainant indicated that there was no patient involvement in the reported malfunction.